Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Findings: initial operation report, diagnosis: avascular necrosis of right hip, right total hip replacement (initial), general anesthesia, lateral posterior approach after definitive prosthesis inserted, dislocation of poly and head removed and exchanged securely implanted after stable / equal (limb) lengths transosseous sers (short external rotators) / capsule repair postop: weightbearing as tolerated, antibiotics for infection prevention, xrays, appts scheduled. For wound clinic & future postop xrays. Reported event was confirmed by review of medical records provided. Review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection the returned liner has damage to the locking feature and some scuffing on the ceramic head. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Concomitant medical products: catalog stem. Unknown cup. Unknown head. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the liner would not seat into the cup. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.